Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the pacemaker exhibited loss of radio frequency telemetry and poor inductive telemetry. Several programmers were used but were unsuccessful. When lag occurred between completion of testing, the patient was device dependent and experienced lightheadedness. The patient also complained of phrenic nerve stimulation and chest pressure when emergency vvi programming was used. No changes were made and the device remained implanted. The patient was symptomatic during and after the check but recovered.

Manufacturer narrative:
(B)(4).